Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show any detachment; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap is protruding from the metal cap and can rotate off center. Probable root cause: based on the device analysis, the product complaint of " fiber cap detachment" could not be confirmed; a cap glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure at 109,413 joules the fiber card did not permit fiber function and the cap loosened showing a fiber life activity error message. The fiber was exchanged. The second fiber cap detached at 357,998 joules showing a fiber life activity error message. The procedure was completed with a third fiber. Patient outcome: "ok" was reported. This report is for the second fiber.